Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set tubing leaked blood from the chamber during use. The following information was provided by the initial reporter: "we have a leaky blood tubing from the chamber"

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 22055754 was performed. The search showed that a total of 22,043 units in 1 lot number was built on 13may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set tubing leaked blood from the chamber during use. The following information was provided by the initial reporter: "we have a leaky blood tubing from the chamber.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set tubing leaked blood from the chamber during use. The following information was provided by the initial reporter: "we have a leaky blood tubing from the chamber"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-feb-2023. H6: investigation summary: one sample of item 2477-0007 and a concomitant secondary set was submitted for quality investigation. The customer complaint of component damage - leak was not verified, however separation of the tubing was verified by inspection. Evaluation of the sample shows that one of the spikes and tubing separated from the top of the drip chamber connection. Further examination of the tubing and upper drip chamber indicate a lack of solvent at the connection location. A device history record review for model 2477-0007 lot number 22055754 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue is the lack of solvent at the connection location. An investigation at the manufacturing location identified that the assembly instructions were not followed correctly by the production personnel causing the incorrect assembly. A quality alert for the correct assembly was issued regarding the correct method for the assembly was issued.